Manufacturer narrative:
The device was not explanted. The patient is working through reprogramming. Follow up report indicated that the patient had experienced a fall about 5 months ago and the patient's data showed high impedance for one contact. It is likely that the fall may have contributed to the detached contacts. The manufacturing records were reviewed and no related nonconformities were found. Nevro is awaiting for the physician's assessment and plan forward.

Event description:
It was reported to nevro that a patient experienced a lead migration and the lead tips were detached. The physician was not concerned about the immediate need for a procedure. The patient was reprogrammed and depending on the outcome of the programming algorithms, the physician will decide if a revision is necessary. There is no report of injury to the patient.

Manufacturer narrative:
Follow-up report indicated that the device was explanted, but was not returned for analysis. The patient had a revision and recovered without sequelae. Nevro attempted to retrieve the device; however, the device was not available for return. The manufacturing records were reviewed and no related nonconformities were found.